Manufacturer narrative:
(B)(4). Batch # t5a26y. Additional information received: can you please provide more event details? If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? Irregular shape. Was a laparotomy (convert-to-open) required to address the bile spillage and leaking tissue? No. What is the current patient status? Stable and left from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unk. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic-assisted radical resection of the left lateral lobe of liver, after fired, the proximal and distal staples are well formed, but biliary spillage observed in the middle portion. Used suture to oversew. The patient is stable and in the hospital now.